Event description:
It was reported that a loud click came from the x-ray tube on the 9800 system. Customer thinks possible tube arcing. Another system was used to complete the case. There was no report of patient injury.

Manufacturer narrative:
No additional information at this time. When additional information is provided, it will be reported as required.